Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿large¿ foreign matter was found on the hub of an unopened bd¿ blunt filter needle with blunt fill tip package. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A sample and photo were available to bd for evaluation. Bd inspected the sample and found an extra filter attached on the outside of the hub at the parting line thus verifying the reported issue. However, it was determined that the hub came from a third party manufacturer and wasn't a bd product. The needle was made by bd but the hub filter came from a third party. Therefore, bd was unable to determine a root cause for the extra filter as bd doesn't manufacture the hubs. A device history review was performed on the reported lot and found that there was zero defects noted for foreign matter during this production run. Bd was unable to determine a root cause for the extra filter as bd doesn't manufacture the hubs.